Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced multiple urgent low glucose alerts after starting a new sensor. The user¿s glucose fluctuated with a peak blood glucose value of 376 mg/dl before returning to range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.